Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during implant procedure, the right atrial lead exhibited high impedance. Multiple positions were attempted but unsuccessful. The lead was not implanted and replaced. The patient was in stable condition.